Event description:
During preparation of the pump for surgical procedure, the pump displayed multiple expamples of the belt slip error message.

Event description:
During preparation of the pump for a surgical procedure. The pump displayed multiple examples of the belt slip error message.